Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer report of "mid-december." All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the abbott diabetes care (adc) device in use with an iphone16 pro max, operating system version 18.5, and software version 2.13.0.9122. The customer reports "that the low alarm is not triggered" on the device and as a result, the customer reported experiencing a seizure. The customer was unable to self-treat and a non-healthcare professional (non-hcp) "re-sugared" the customer for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported miscellaneous issues, including missing low glucose alarm. Sensor replacement error message was observed and sensor was not connected to account on site. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled low glucose alarm feature in the app and set low glucose alarm threshold to highest glucose value. Adjusted source current on the keithley until low glucose alarm triggered. Alarms functioned as intended. Replace sensor message did not observe. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the abbott diabetes care (adc) device in use with an iphone16 pro max, operating system version 18.5, and software version 2.13.0.9122. The customer reports "that the low alarm is not triggered" on the device and as a result, the customer reported experiencing a seizure. The customer was unable to self-treat and a non-healthcare professional (non-hcp) "re-sugared" the customer for treatment. There was no report of death or permanent impairment associated with this event.